Event description:
The customer reported that the pencil activated in the coag mode without the button being pushed. There was no harm or injury to the patient.

Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2013. Evaluation of the incident sample found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the customer's report.